Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise oversensing leading to pacing inhibition. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.